Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Reportedly, the display was frozen on the "1-2-3" screen. Additionally, it was reported that the wake button was intermittently unresponsive. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 138 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.